Event description:
The following was reported to hamilton medical ag: attempted to install new software after download of new sw + rebooting system unit alarms consistently + screen is white/resource center manuals, alarming faq's on screen will not go past screen. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: attempted to install new software after download of new sw + rebooting system unit alarms consistently + screen is white/resource center manuals, alarming faq's on screen will not go past screen. No patient involvement.